Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. On (B)(6) 2024, at around 6:30 am, when the patient was getting ready to get to work, the g6 app starts to give an alert to the patient that the cgm reading was 266 mg/dl. Patient ignored the alert since usually in the morning it goes up. Patient was at work this time, and by 8:00 am, the cgm reading was 400 mg/dl. But just before she checked the apps, she was already feeling hypoglycemic and sweating. The patient ignored the symptoms and the cgm continued to read 400 mg/dl. The patient changed the tubing on her pump and tried to correct the high reading by getting a dose of insulin. After getting a bolus, the patient started to feel like she was having a stroke, she was about to pass out. The patient's boss called 911. Emergency medical technicians (emt) arrived and took a bg reading which was 40 mg/dl. The paramedics treated the patient with IV glucose. They waited for 20 minutes and took another bg reading which was 42 mg/dl. They provided 2 boxes of juice and a cookie to the patient. The patient waited for 30 minutes and took another bg reading which was 62 mg/dl. Emt also checked her blood pressure, and it was fine. The patient refused to be taken to the hospital. When the patient arrived home the cgm reading was 206 mg/dl and the bg reading was 160 mg/dl. At the time of the report the patient was still feeling a little bit tired and had a little headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while the patient had symptoms and was treated by the emt. The reported glucose values fall within the b zone of the parkes error grid when patient went back home. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Data log was reviewed and available. The allegation was confirmed. The customer's complaint was confirmed due to failure during testing was found. No additional patient or event information is available.